Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/20/2015.

Event description:
Procedure: laproscopic oesophagus.according to the reporter, the plastic ball fell out of visiport. There were no adverse incidents as a result of the reported event. Additional information has been requested and will be submitted upon receipt.